Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.